Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07120. It was reported the patient had discomfort around the bladder area. The patient also had a bladder scs system implanted which is unrelated to these device reports. The patient felt the two systems were interacting with another and causing ineffective stimulation due to proximity. Follow up identified the patient may have the scs system explanted due to the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.